Event description:
During the laparoscopic cholecystectomy procedure, the blunt tip balloon portion of the trocar popped inside the patient during the procedure. No harm to the patient. Another one was replaced. The doctor wanted the trocar sent back to the manufacturer. Surgical supply was given the trocar.